Event description:
During the revision, ceramic liner was found to be broken. Update as per sales rep, "the reason for the revision was due to the liner dislocating from the cup.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an other hip liner was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however photos were provided for review. Visual inspection of the provided photos indicates the liner is covered in blood. The device is fractured. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reported device was not returned however photos were provided for review. Visual inspection of the provided photos indicates the liner is covered in blood. The device is fractured. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During tha revision, ceramic liner was found to be broken. Update as per sales rep: the reason for revision was due to the liner dislocating from the cup.